Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, contact with the customer (who is certified to repair r series devices) confirmed that replacement of the pace/defib engine board resolved the report and the device was then working as expected. The device has been returned to service. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "defib fault 77" messages. Complainant indicated that there was no patient involvement in the reported malfunction.